Event description:
It was reported that the patient experienced syncope due to occasional loss of capture on the right ventricular (rv) lead. The lead exhibited high impedance and noise and was possibly fractured. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. The maximum ventricular impedance prior to explant was in the mid to upper 500 ohms. The last successful automatic threshold measurement on (B)(4) 2014 found an rv threshold of 0.875 volts. (B)(4).